Event description:
A user facility reported during intraocular lens (iol) implant surgery the iol decentered and the position was not optimal. The user facility reported the surgeon tried to center the iol at which time the haptic broke. It was reported the iol was removed and replaced with another iol without any harm to the patient. Information provided indicated that an unapproved viscoelastic was used.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Unable to review lot and batch records for the cartridge because the facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic which is not approved for use with the associated lens model. Root cause for the reported complaint could not be determined as no product was returned for analysis. Based on the results from the product and batch history record, the product met release criteria. In addition, an unapproved viscoelastic was used, failing to follow the dfu. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).